Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12mar2020.

Event description:
The customer reported an inoperable ventilator with a frozen screen that could not be turned off. The customer also reported a blower stalled and alarm message. There was no patient involvement. The field service engineer (fse) evaluated the ventilator and confirmed the occurrence of diagnostic codes related to ventilator restart due to anomalies, auxiliary alarm supply failure, and blower stalled in the diagnostic report. The fse replaced the power management printed circuit board assembly (pm pcba) to address the problem.